Event description:
Hearing loss (and tinnitus) sustained in the incident will be permanent [deafness]. Loud noise was unbearable [dysacusis]. My ear was buzzing ¿ (hearing loss and) tinnitus sustained in the incident will be permanent [tinnitus]. Toothbrush exploded ¿ investigation showed malfunction [device malfunction]. Device breakage ¿ my electric toothbrush exploded [device breakage]. Case description: a female consumer of unk age reported that they used an oral-b battery powered toothbrush, version unk, 1 application with unknown frequency, and on unspecified date(s). The consumer reported that the toothbrush exploded during use, causing buzzing in the consumer¿s left ear and which rendered any loud noise unbearable. The consumer visited their gp following the event and was referred to the hospital, where they underwent a CT scan which revealed nothing. The consumer has since been referred to an audiologist. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: not recovered/not resolved. No further info was provided. On (B)(4) 2012 a p&g office received a letter from the consumer¿s lawyer. They reported that the consumer used the product on an unspecified date in (B)(6) 2011 at 22:00 when it ¿exploded¿ when she was cleaning her teeth. She visited her gp, who referred to an ent surgeon; the ent surgeon was reported to have said the hearing loss and tinnitus sustained in the incident would be permanent. No further info was provided. On (B)(4) 2012, a product investigation report was completed. The product, an oral-b advance power battery toothbrush, was found to be on standard. The cause of failure was moisture inside housing which caused electrolysis. The product was judged to have malfunctioned. No further info was provided.

Manufacturer narrative:
Product was returned for investigation (via (B)(6) legal) for oral b power toothbrush type 4739 and revealed the cause of failure was moisture inside housing which caused electrolysis due to valve open at 0.9 bar (punctured holes). The product was judged to have malfunctioned.